Event description:
A customer observed results from one patient associated with the sample ID from another patient. Under these conditions, if the results had been reported it could lead to inappropriate physician action. The patient results associated with this event were not reported and there was no report of patient harm. This report corresponds to ortho clinical diagnostics, inc.

Manufacturer narrative:
Investigation into this event concludes that results obtained from the vitros eciq were associated with an incorrect patient name. A user had programmed the correct sample ID for the tube in use and then another user replaced the sample tube with a different patient sample tube and did not update sample programming with the updated sample ID. Instrument error codes were generated to call attention to this sample identification barcode mismatch. Repeat analysis of the correctly identified samples has resolved the event and expected results were then generated and reported. The analyzer is operating as intended and no malfunction of the equipment was identified. The root cause for this event is user error.